Event description:
It was reported the patient would soon have his stimulator surgically removed because they could never get the system working except for stimulating his private parts. It was also reported the patient¿s battery went dead after only two years when he was told his n on-rechargeable battery would last 8 years. A follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknkown, product type lead. (B)(4).